Event description:
The pump ran dry overnight. Info provided by the initial reporter indicated that the pt was discharged and appeared fine.

Manufacturer narrative:
Eval summary: the info contained herein is based on the info provided by the initial reporter. It was reported that following total knee replacement surgery, an on-q pump was placed with the pt for pain relief. Allegedly the pump infused too quickly, infusing overnight instead of 40-50 hrs. Although the pt did not receive pain relief, the pt was discharged and appeared fine. No adverse event occurred. The device involved in this complaint was received for eval and investigation. The pump was filled with normal saline solution to the nominal fill volume of 400 ml and a flow rate accuracy test was performed. The flow rate accuracy test results were found to be within the nominal limits. The testing of the pump returned did not support the complaint. We reviewed our device history record, and all mfg operations were found to be within the limits. In addition, retain samples from lot 7a2742 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 400 ml and a flow rate accuracy test was performed. The flow rate accuracy test results were found to be within the nominal limits. Based on the test results, we were unable to confirm the reported complaint. If add'l info is received pertinent to this incident, a follow-up report will be submitted.